Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible inner insulation breach on the ra lead. Low impedance in both the unipolar and bipolar were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.